Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip was difficult to deploy. It was reported that this was a mitraclip procedure treating mixed degenerative and functional mitral regurgitation grade 4. The patient presented with a small auricular longitudinal area which made clip delivery system (cds) steering difficult. The cds was advanced to the anterior 2/posterior 2 (a2/p2) mitral valve leaflets. While steering to the valve, the cds was curved 100 degrees. The operator was informed to not curve the device more than 90 degrees so the m knob was released and the curve was rectified back to 90 degrees. The system was placed in a more medial position and the leaflets were grasped. During deployment, after turning the actuator knob 8 turns, the clip would not detach from the delivery system. Additional turns were performed, however, the clip would not separate from the delivery system. As a troubleshooting maneuver, the gripper line was removed out of sequence per instructions for use (IFU). Reportedly, while flossing the gripper line per IFU, some small resistance was noted once more than 2 centimeters of gripper line were removed. Following gripper line removal, the implanted mitraclip detached from the delivery system. The mitraclip remained implanted, stable and well seated, on the leaflets. Successful results were noted. The mr was reduced to grade 1 and the procedure was completed. There was no adverse patient sequela reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that in the mitraclip instructions for use (IFU), the initial mitraclip system positioning in the left atrium, states the following warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. All available information was investigated the reported difficulty in deploying the clip and difficult to remove the gripper line (minor resistance) appear to be related to the IFU deviation (improper or incorrect procedure or method), as the steerable sleeve was curved more than 90 degrees. Additionally, the other IFU deviation was associated with the removal of the gripper line out of sequence. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.